Event description:
It was reported that the clamping casing moves backward during drilling with the stage driller on both trochanteric fixation nail (tfn) sets. There is the risk of drilling through the femur head. The patient, however, did not have any damage, as the defective parts were immediately brought out of circulation. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection and performance testing showed that the respective clamping casing moves over the drill and therefore does not lock correspondingly. There is wear on the head of the drill slide. This deals with an article that was already recalled in april 2011 via recall 2011037, and an internal corrective action was opened to address this issue. The drill design was revised in order to prevent such problems in the future (already available on the market). The returned articles correspond with the respective previous versions. This complaint is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.